Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the filament required calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not fluoro and required reinitialization to continue. There was no adverse patient involvement reported. There was no patient information reported.